Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair/resolution, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. Updated contact information, contact office entity, and manufacturing site. H10:this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00191. All information from the original report(s) has been transferred to this report.

Event description:
It was reported, while no in use, the unit will not charge the battery while running. Customer stated that the battery will charge when the vent is off. Per remote service engineer, discussed operation of the power on led and the battery led. Provided reference of the service manual for troubleshooting when vent will not switch from dc to ac power. On a later date the customer biomed reported the device charges correctly and passes all testing. Device placed back into service. Investigation ongoing